Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx39mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the distal end of the proximal coil of the delivery wire was separated from the distal end of the delivery wire. The stent was still inside the introducer and disengaged from the distal end of the delivery wire. The stent was attempted to be retrieved from the introducer; however, dried saline residues prevented the stent from moving. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the converged stent markers could not be evaluated since the stent was stuck in the introducer and unable to be removed. It should be noted that no impeded condition was reported, and the stent was able to be advanced and retracted during the procedure; therefore, the stuck condition and broken delivery wire could be the result of the handling post-procedure of the device, and are not consider related to the issue reported. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Maintain adequate stent length (approximately 5mm) on each side of the aneurysm neck to ensure appropriate neck coverage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx39mm vascular reconstruction device (product code: encr403912, lot number: 9599752) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor removed the stent and the prowler select microcatheter (product code: 606s255x, lot number: 31691229) from the patient, then switched new devices to complete the surgery. The surgery was prolonged by about 10 minutes. Additional event information received on 12-mar-2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was an attempt to recycle the stent, release again, but it was unable to open. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.